Manufacturer narrative:
A ge service representative performed an onsite investigation and reloaded the software. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's cine would not play back and that the system locked up outside of a procedure. No pt injury was reported.